Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had moisture under display screen due to exposure to sweat as the weather was very humid. It was reported that display could not be read as a result. Customer's blood glucose was 127 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture on the electronic assembly. Moisture damage was also found on the motor assembly. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current tests due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.